Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed from the header of dialyzer. Estimated blood loss was 25-50cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. The sample is available for the manufacturer's evaluation.

Manufacturer narrative:
Summary of investigation/conclusions: the complaint is confirmed. The returned sample was confirmed to have a crack on the screw flange at the cavity ID end of the dialyzer. With the dialysate ports at zero degrees, the crack on the screw flange was located above the o-ring at approx 140 degrees and extended downward along the thread wall at approx 90 degrees. No other cracks were noted on dialyzer housing or the non-cavity ID screw flange. The dialyzer was subjected to a laboratory external leak test where a leak was observed from the crack on the cavity ID screw flange at approx 8.0 psi. A quality investigation was initiated in order to determine the source of the reported complaint.